Manufacturer narrative:
Info was not provided. Lifescan has requested the return of the subject meter for evaluation, but it has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's meter had not powered on since (B)(6) 2004. On (B)(6) 2004, the pt experienced symptoms of blurred vision, dry mouth and frequent urination. She contacted her md and was given a replacement meeter and was advised to contact lfs. Md did not treat the pt and the pt did not take extra medications. Pt's blood glucose was not taken on another device. Battery was replaced less than a year ago. Ccr was unable to resolve the issue and sent the pt a new meter. This is being reported as a malfunction since the power issue was not resolved.